Manufacturer narrative:
Customer report was confirmed. Cannula body was kinked at 6.5cm proximal from the tip or at transition point between harder cannula body to softer tip. No visible hole or other damage was observed from catheter body. Both infusion and pressure lumens were patent without any leakage. However, blood was visible inside balloon and inflation lumen. Balloon appeared intact. Was not able to perform leak test for balloon or inflation lumen since the lumen was occluded with blood. No destructive test was performed to the unit.

Manufacturer narrative:
The catheter tip was visually inspected under 10x magnification and it is verified that there is a sharp kink where the steerable tip comes out of the device shaft. This kink made the coating material split and now the lumens are exposed. The steering handle was actuated and the tip still skews as it should. Visual inspection of the remainder of the device verifies there are no other defects detected. Water was introduced through all of the device lumens and the water flows from where it should with acception to the balloon which is clogged with dried blood and fluids. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging and this condition was not present during that testing.

Event description:
The transition portion that bends when the catheter is steered was worn out, and had a hole through it. Patient was fine..